Event description:
Philips received a complaint on a patient monitor efficia cm100 indicating that the monitor malfunctioned and is displaying incorrect non-invasive blood pressure (nibp) readings. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by authorized service technician which included visual and functional testing. The results of the analysis indicate an nibp error 818 occurred. It was confirmed that the measurement was incorrect. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective nibp module. The issue was resolved by replacing the nipb module, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.